Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the login failure. The technical support specialist dialed into server and checked the medapp log. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to login.the customer stated that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.